Manufacturer narrative:
Argus case: (B)(4).

Event description:
And even possibly down my throat. [Throat blister], I now have blisters through my mouth [blistering of mouth], my face is swollen. [Facial swelling], and I am in pain. [Pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of throat blister in a (B)(6)-year-old female patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number 98064xh, expiry date unknown) for denture wearer. Concomitant products included no therapy. On (B)(6) 2020, the patient started super poligrip ultra fresh (zinc free formula). On (B)(6) 2020, 1 days after starting super poligrip ultra fresh (zinc free formula), the patient experienced throat blister (serious criteria gsk medically significant), blistering of mouth, facial swelling and pain. The action taken with super poligrip ultra fresh (zinc free formula) was discontinued(dechallene was negative). On an unknown date, the outcome of the throat blister, facial swelling and pain were unknown and the outcome of the blistering of mouth was not recovered/not resolved. It was unknown if the reporter considered the throat blister to be related to super poligrip ultra fresh (zinc free formula). The reporter considered the blistering of mouth, facial swelling and pain to be related to super poligrip ultra fresh (zinc free formula). Additional information, the adverse event information was received via email on 07 september 2020. Consumer stated, "poligrip super.ultra fresh. Hello,kind of for me its a holiday. 2 days ago I tried your product. I now have blisters through my mouth and even possibly down my throat. My face is swollen. And I am in pain. I tried to reach out to my dr, the dentist and even you via (B)(6), and I cannot get a response. Plus, with covid, I am not going to a hospital unless I am dying". Follow-up adverse event information was received via email on 08 september 2020. Consumer stated" blisters are still in my mouth demographic details were updated. Consumer provided product start date, end date, lot number, adverse event start date which are updated in the case. Initial and follow-up information was included in the above narrative.